Event description:
The nurse was alerted by the iabp alarm system of a malfunction. Upon assessment, the nurse noted blood in the helium tubing connected to the patient and that a balloon rupture (balloon size was 7.5 fr. 40 cc linear balloon) had occurred. The nurse ensured the pump was in standby mode and reported the incident and obtained orders from the physician. The malfunctioning catheter was removed at the bedside and replaced. The balloon had been placed the previous day. There was no harm to the patient.